Manufacturer narrative:
Related patient identifiers: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during several procedures involving the use of subject device and liquid medication, the doctor was able to inject the liquid, but the tip of the needle does not emerge as expected. In other instances, the needle tip emerges, but the liquid medication cannot be administered. The doctor suspects that the medication may be too viscous, causing the needle to become clogged. Due to this issue, the doctor had to use 4 to 5 needles to complete a single operation. No other procedural information has been provided. There were no reports of patient harm. This is report 1 of 7.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information to a previously submitted report. Updated: d4, d9, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.